Event description:
The surgeon performed an si joint arthrodesis utilizing three ifuse implants on (B)(6) 2012. During surgery, the doctor felt that the cephalad implant may have been a bit close to the alar line. The pt woke up after surgery with a feeling of coldness in her foot. There was no complaint of shooting radicular type pain and no numbness or weakness on examination. Over time, the pt's symptoms worsened. The pt began complaining of pain in her calf and foot that was described as "dysesthetic" by the surgeon. The surgeon obtained a CT scan that showed that the cephalad (first) implant was indeed quite close to the alar cortex. Per the surgeon, the implant did not breech the cortex, but there were some fracture fragments and callous projecting from the cortex at the tip of the implant. The surgeon does not recall specifically that there was any pin advancement during the procedure to prepare and place this implant. The surgeon removed the implant on (B)(6) 2013. The surgeon had to resect bone that had grown over the implant in order to expose it. The surgeon reported that "the pt is doing somewhat better" after the surgery. Dr. (B)(4) (si-bone vp of medical affairs) made the following assessment, "this is a case of a malpositioned first implant with nerve impingement. The implant was malpositioned in the cephalad direction."

Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant with nerve impingement.